Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The device could not be located for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.